Event description:
After a partial mastectomy in 1999 had 4 breast reconstructive surgeries. Two mentor silicone implants were put in my breast in 2001. During a reconstructive surgery in 2004, the silicone implant was found to be "severely disrupted". Surgical report says "when left breast implant was exposed, it was noted to be totally disrupted" and "it is obvious that this implant had been disrupted for a long time". (This implant was in body for approx 3 yrs and 3 months). The previous doctor had lost my medical records, did not register me in mentor's adjunct study and admits to not getting my consent to be in the study and as result the current doctor put a mentor saline implant as replacement. In 2006, I had an explant where both implants were removed and not replaced. Per an independent pathology report of the implant "consists of an extensively ruptured breast implant with accompanying extruded silicone contents measuring roughly 13.5 cm in diameter and up to about 2.5 cm in its collapsed state with an aggregate weight of 441 gm. Per mentor's lab report of the ruptured implant it was split open 23 cm from the anterior to the posterior. This was considered a silent rupture. As far as we can tell since we have no tracking info available from the doctor or mentor corporation we think it is a 350-7450 bc / no lot number available. On a parting note, I question the validity mentor adjunct study. How many of these experimental implants were not tracked during this study period and was this the true rupture rates for these implants.

Event description:
After a partial mastectomy in 1999 had 4 breast reconstructive surgeries. Two mentor silicone implants were put in my breast in 2001. During a reconstructive surgery in 2004, the silicone implants was found to be "severely disrupted". Surgical report says "when left breast implant was exposed, it was noted to be totally disrupted" and "it is obvious that this implant had been disrupted for a long time." This implant was in body for approx 3 yrs and 3 months. The previous dr had lost my medical records, did not register me in mentor's adjunct study and admits to not getting my consent to be in the study and as result the current dr put a mentor saline implants as replacement. In 2006, I had an explant where both implants were removed and not replaced. Per an independent pathology report of the implant "consists of an extensively ruptured breast implant with accompanying extruded silicone contents measuring roughly 13.5 cm in diameter and up to about 2.5 cm in its collapsed state with an aggregate weight of 441 gm. Per mentor's lab report of the ruptured implant it was split open 23 cm from the anterior to the posterior. This was considered a silent rupture. As far as we can tell since we have no tracking info available from the dr or mentor corp we think it is a 350-7450 bc / no lot number available. One a parting note, I question the validity mentors adjunct study. How many of these experimental implants were not tracked during this study period and what is the true rupture rate for these implants.